Event description:
The service repair technician reported that during routine testing of the device at the service center, the tank drain hole was over torqued by the hose clamp and the hole was deformed. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.